Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (service code 204, damaged cable) has been confirmed. Upon investigation, the cable connecting the distribution node (dn) to the rear therapy electrode (te) was pulled out of the strain relief, breaking all of the wires in the cable and breaking j702 off of the dn pca. The root cause for the damaged cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was receiving service code 204 (belt/monitor unusable) and that the patient's electrode belt had a damaged cable.